Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of auto mode switch due to noise was observed on the atrial channel. Programming changes were made and resolved the issue. Device remains implanted.